Event description:
Information received indicates the bed has no functions working.

Manufacturer narrative:
The technician installed a power control module and the bed still did not have power. The technician replaced the non-working night light bulb to repair the bed.